Event description:
It was reported that "no image, new unit, no humidity inside". No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: during the technical inspection of the returned product, the following was found: a visual and functional test was carried out on the endoscope. The error described by the customer "no image" could be confirmed. The cause of this fault is a damaged image sensor cable. The corresponding IFU 96056041d, version v1.1_10-2020 contains the following note (page 9, 12 and18): warning: risk of injury: whenever the flexible videoscope is used, you must first check that it, and any accessories used in combination with it, are in perfect condition. Warning: risk of injury: if the flexible videoscope malfunctions during use on the patient, discontinue use immediately. > place the distal tip of the flexible videoscope in the neutral, non-deflected position and remove the flexible videoscope slowly and carefully from the patient. Warning: if the image fails or there is interference during use in the patient, put the distal tip into the neutral position and remove the device from the patient's body gently and carefully. If the videoscope is used in the patient after the image has failed or when there is interference, this may result in serious injury to the patient. The event is filed under internal karl storz complaint ID: (B)(4).